Event description:
I represent (B)(6). I have been trying to obtain info about my client's failed knee hardware since (B)(6) 2010. He underwent a total knee replacement in 1998 with the hardware listed on the attached exhibit "1." Unfortunately, the hardware failed and had to be removed by (B)(6), m.d. On (B)(6) 2010. Dr. (B)(6) operative report is attached as exhibit "2." As you can see from dr. (B)(6) report, when he explored (B)(6) knee in the operating room, he discovered that the prosthesis had completely fractured. Due to this failure, (B)(6) had to quit his job in (B)(6) and return to the united states to have the prosthesis replaced. I am once again requesting that you send me the prosthesis that was returned to you after dr. (B)(6) operation. It is necessary for me to test the device to determine why it failed. At this time, I have not received anything at all wright medical technology, inc. On the other hand, I have provided you and your client with all of the medical records pertaining to the explanting of the hardware. I assume that you have no intention of complying. In this connection, I will be seeking assistance with the u.s. Food and drug administration. Pre and postoperative diagnoses: failed total knee, right knee with loose prosthesis and intractable knee pain. Procedure: revision total knee arthroplasty, right, both tibial and femoral components and patellar component.